Manufacturer narrative:
One 25ga bi-blade vit cutter was returned inside a zip lock plastic bag. The original packaging was not returned. The part number and lot number could not be verified or determined. The tip protector was in place as it should. However, the needle was bent. Visual inspection found the port window was in the open position, with a portion of the inner needle visible within it. The assembly was dirty with solution droplets inside the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut. The inner needle was binding up and not reaching the cutting edge. However, the cutter does aspirate, as it should. It should be noted that a bent needle could contribute to poor cutting performance due to friction and binding between the inner and outer needle assemblies. Due to evidence of use and the returned condition, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
A user facility reported the vitreous cutter was aspirating but appeared to not be cutting. It was reported there was patient contact, and no impact or medical intervention.

Manufacturer narrative:
G4 correct PMA/510k number added.